Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. A customer entity or contact was not provided; therefore no additional information regarding the event could be obtained.

Event description:
Received a copy of the customer's maude adverse event report that states,"bd alaris pump infusion set tubing came apart at an area where it should not have. Rn was preparing to hang IV when she took tubing from package and it was in 2 pieces. Is the product compounded?: no. Is the product over-the-counter?: no." A customer entity or contact was not provided; therefore no additional information regarding the event could be obtained.

Manufacturer narrative:
The customer¿s report that the tubing separated out of package could not be confirmed. The device history record for model 2426-0500 lot 18083061 shows the set was manufactured on 28aug2018 with a total of 23,044 units. There were no quality notifications issued during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
Received a copy of the customer's maude adverse event report that states,"bd alaris pump infusion set tubing came apart at an area where it should not have. Rn was preparing to hang IV when she took tubing from package and it was in 2 pieces. Is the product compounded?: no. Is the product over-the-counter?: no." A customer entity or contact was not provided; therefore no additional information regarding the event could be obtained.